Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) needs MRI and the patient stated that the  interstim "doesn't work." Technical services (ts) asked but MRI tech had no additional event information. No symptoms reported.  No further complications were reported/anticipated at this time.